Event description:
It was reported that during an implant attempt, the patient had pericardial effusion from an apparent perforation when the right ventricular lead was placed in the ventricular apex. The lead was not used and another lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.